Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)..

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/06/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 09/18/2015 with the following findings: a review of the black box data showed a loss of prime with low non-zero force on 05/04/2015. During testing, the pump was able to successfully complete an ez prime sequence with no loss of prime. The complaint was not duplicated during testing.